Event description:
It was reported that during routine follow up it was noted that this right ventricular (rv) lead exhibited out of range pacing impedance which is greater than 3000 ohms. Boston scientific technical service (ts) reviewed and noted non-sustained ventricular tachycardia (nsvt) events that looked more like myopotential noise on both rv and shock. Additionally, patient was seen in the emergency room (ER) which it was observed that lead was not capturing at maximum outputs. Furthermore, an x-ray was performed and result showed lead fracture. Therapy was turned off and subsequently this lead was explanted. No additional adverse patient effects were reported.